Event description:
It was reported that an implant was placed on (B)(6) 2014 and it failed to osseointegrate.

Manufacturer narrative:
Additional information is required to complete the report. The user will be contacted and follow-up will be provided.